Event description:
No blood glucose levels reported. The father of the customer reported that the time on the insulin pump was 12 hours off. The father of the customer also reported that the insulin pump does not seem to deliver insulin during basal. The battery of the insulin pump was reinstalled to no avail and alarmed battery out limit. The father of the customer also reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Battery out limit alarm and no delivery alarm were not verified due to blank display. The insulin pump had minor scratched display window and scratched case. 12 hours off to the minute anomaly and bolusing anomaly at night were not verified due to blank display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.